Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID ls-envpro-16-c; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve electrocardiogram showed left bundle branch block. No treatment was reported. No additional adverse patient effects were reported. Additional information was received that thirty-three days following valve implant, an echocardiogram showed borderline t wave abnormalities. No treatment was reported. No adverse patient effects were reported. Additional information received indicated following the valve implant procedure a persistent cough with phlegm developed. Three following the valve implant acute diastolic congestive heart failure developed which required hospitalization. Acute on chronic heart failure was reported. The troponin and d-dimer were ¿slightly¿ elevated. The transthoracic echocardiogram (tte) showed a well seated valve. Heparin as deep vein thrombosis prophylaxis was administered. An intravenous diuretic was also administered. The creatinine was ¿slightly¿ elevated in the setting of intravenous diuresis for the congestive heart failure. Baseline creatinine, 2 days prior to the valve implant procedure, measured 1.47. With the elevated creatinine the oral diuretic was held for 3 days at discharge. The acute heart failure event resolved 2 days following admission. The acute heart failure event was reported as possibly related to the valve and to the valve implant procedure. Eight days following the valve implant procedure, the persistent cough with phlegm was reported at the 2-week follow-up visit. A chest x-ray showed bibasilar atelectasis and no new focal consolidation. The physician indi cated the event was possibly related to the valve implant procedure. Treatment for the atelectasis was not required. Eleven days following the valve implant procedure the creatinine measured 2.39. Twelve days following the valve implant procedure a comprehensive m etabolic panel (cmp) was obtained to trends. The creatinine, the blood urea nitrogen (bun) and carbon dioxide levels were elevated. There was evidence of dehydration. The diuretic medication was decreased for 2 days. The physician indicated the dehydration was possibly related to the valve implant procedure. Fifteen days following the valve implant procedure at an unspecified examination tachycardia was identified. The tachycardia was thought to be contributing to ongoing shortness of breath. An external heart rhythm monitor was prescribed for arrhythmia evaluation and a beta blocker was started. The rhythm monitor identified 4 episodes of non-sustained supraventricular tachycardia (nssvt). The physician indicated this rhythm was not related to the medtronic products or the valve implant procedure. However, the cause was not reported. Fifteen days following the valve implant procedure the creatinine measured 1.60 and the elevated creatinine event resolved. The physician indicated the creatinine event was possibly related to the valve implant procedure. The atelectasis event resolved approximately 4 years and 2 months following the valve implant. The atelectasis event resolved approximately 4 years and 2 months following the valve implant. The dehydration and tachycardia/supraventricular tachycardia events (svt) resolved approximately 3 months thereafter.

Event description:
Additional information received indicated that approximately 4 years and 2 months following the onset of the atelectasis, an x-ray showed no acute infiltrates.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.